Event description:
It was reported that the customer was hospitalized due to high blood glucose of 511 mg/dl, very high ketones, and hypoglycemia. The customer was vomiting, was thirsty, felt nauseous, wobbly and light headed. The customer's mouth felt dry and sticky. The customer was given 2 intravenous fluid and five units of insulin. Once the customer went home from the emergency room they removed the infusion set from their body and noticed that the cannula was bent. At the time of the phone call the customer's blood glucose was 176 mg/dl. The customer has treated for high blood glucose. Troubleshooting was not performed because the customer was at work and did not have time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.